Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient ins was not working and the urine was running out of her. It was indicated that she also suddenly felt uncomfortable stimulation. It was stated that the patient turned the stimulation back on and the stimulation waspainful on the day of the call. The patient was recommended to turn stimulation down to a comfortable level. The ins status with the patient programmer confirmed the therapy was on and decreasing the amplitude eliminated the uncomfortable stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported their weight at the time of the event was (B)(6) lbs and their issue of the urine running out had been resolved. No further complications were reported.